Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "* what suture type was used? => ¿vicryl 2-0¿3-0 * what suture size was used? => vicryl 2-0¿3-0 * when the event occurred, was the suture placed near the hinge of the clip? =>yes. * were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? => it seems that there were things that could be locked and things that could not. * was the applier checked for damage (jaws straight and aligned)? =>yes. The applier has been checked. There was no damage. * what was the surgical procedure involved? => no further information will be available. * was this a robotic procedure? => yes. * if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? => yes. The suture was taut."

Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be deployed after it was fed into the applier. There was no change in the procedure. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.